Manufacturer narrative:
D4: full UDI is not available due to missing catalog and lot number. H6: a follow up report will be sent when the investigation is complete.

Event description:
It was reported that the drill bit broke off during a procedure. No surgical delay, adverse consequences or medical intervention were reported.